Event description:
The reporter stated the surgeon implanted an 12.0mm icm120v4 implantable collamer lens on (B)(6) 2011, in pt's left eye. A cortical cataract was observed on (B)(6) 2011. The lens was explanted on (B)(6) 2012. Cataract surgery was performed after icl removal. Pt's last visit on (B)(6) 2012, ucva was 20/30.

Manufacturer narrative:
(B)(4).